Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty placing the right atrial (ra) lead. Following at least six attempts to place the lead the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analyst noted the helix extended and retracted smoothly and within specification after using isopropyl alcohol to soft the dried blood in sleevehead before testing. If information is provided in the future, a supplemental report will be issued.